Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected low battery alarm was noted. The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The insulin pump was received stuck in a loop for the motor error alarm during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of more than 142.2 mg/dl. The customer reported a motor error alarm from the insulin pump during an infusion set change. The customer also reported that the battery of the insulin pump does not last more than one day. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.